Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a rewind. The customer stated, there were other motor error alarms in the alarm history. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.